Event description:
The customer reported via phone call that they experienced both high and low blood glucose. The customer¿s blood glucose level was less than 30 mg/dl for low blood glucose and greater than 400 mg/dl for high blood glucose at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. Insulin pump had an insulin flow block alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.